Event description:
It was reported that after wire insertion, the stylet could not be retracted. As a result, the physician had to extract the wire and started the procedure again with a new wire.

Manufacturer narrative:
(B)(4).